Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse observed a diluent leak under the differential mixing chamber. Upon further inspection, the fse found that the differential sheath line had a hole in the tubing. The fse replaced the sheath line that fixed the leak. The fse ran samples to verify normal operation, startup and all level controls passed. Failure mode was a hole in the differential sheath line. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they noticed a fluid on the table top under the coulter lh 750 hematology analyzer. The volume of the leak was 10 ml. The operator was running samples when the leak was observed. The operator stated no errors or flags were generated by the instrument at that time. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, gloves and safety glasses. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.